Manufacturer narrative:
On (B)(4) 2012, a beckman coulter field service engineer instructed the customer to perform instrument startup and verification with controls. The analyzer was performing acceptably. Probable cause was determined to be a flowcell clog. Raw data analysis was performed. The analysis of the scatter plot patterns revealed significant differences between the two dxh 800 instruments, which was consistent with the higher nrbc count obtained on dxh 800 serial number (B)(4). Product labeling was evaluated. Dxh 800 instructions for use, pn 629743f states: beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results.

Event description:
Customer reported erroneous high nucleated red blood cell (nrbc) counts were obtained for five patient samples when using the unicel dxh 800 coulter cellular analysis system. The test results were determined to be erroneous when the samples were ran on another dxh and lower test results were obtained. The erroneous test results were not reported out of the laboratory. Quality control was performed before and after the event, and was within specifications. There were no reports of death, serious injury, or affect to patient treatment associated with this event.